Event description:
Procedure: struma isolation of the branches melted during operation. Prof. Depisch used the ls 1200 for a total thyroidectomy (approx. 90min), so he did not no how many applications. Time frame of each application was approximately between 3 and 7 seconds. Yes the insulation drop into the situs, and yes it was retrieved. All devices had these problems with the same generator. Even the devices were changed, the problems were eliminated. The head or nurse guaranteed me, a perfect handling, the error should be by these three devices.